Event description:
It was reported that during an implant attempt, there was no signal from the ventricular lead. The lead was repositioned and still dysfunctional. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, there was no signal from the ventricular lead. The lead was repositioned and still dysfunctional. Another lead was implanted. No patient complications have been reported as a result of this event.